Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure of the implantable pulse generator (ipg) and right ventricular (rv) lead without issue, the bradycardia was observed for unknown reason. The ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.